Event description:
It was reported that while lowering the vascular table with a patient present, the table dropped about 3". The patient was removed and no injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.